Event description:
It was reported that following the initial treatment in 2006, with a urethral bulking implant, exposed urethral bulking material was noted. The patient experienced uti, dysuria and worsening of pre-existing stress incontinence the following month. Via cystoscopy prior to a second injection, 1cm of exposed material was noted. Since the urethra had not yet re-epithelialized and healed, the second injection was not performed. The patient has continuing pain and is unable to walk. The patient was hospitalized to be treated for pain and antibiotics were given. The current status of the patient was described as having raw area, pain but not tender to palpitation, patient is in nursing home relearning to walk. The patient remains incontinent. Injection details are as follows: periurethral approach, treatment volume 1cc per side, rate of injection was 1cc per minute, needle held at injection site for 2.5 minutes, position of injection site was 3 & 9 o'clock, needle was imbedded to shoulder, no blanching or blebing noted, coapation was noted post injection. Prior to procedure, patient was given 2% lidocaine periurethrally. Urethral tissue was healthy looking, mucosal lining did not seem pale, atrophic or poorly vascularized.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulking surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific atention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the hightest rate of success. During the course of the clinical investigaton, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the folowing conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The investigation concluded that the most probable cause of the reported event is that the doctor failed to follow labeling instructions that contain a warning that implant has shown in clinical study to have increased complications when injected periurethrally, most notably urge incontinence.